Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches. The patient also alleged hospitalization for lung issues. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches. The patient also alleged hospitalization for lung issues. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found there was an unknown sticker residue on the device bar code sticker. The manufacturer visually inspected the device internal and external parts of the device and observed a dark unknown dust contaminant on the top enclosure and front panel. An unknown dust contaminant was observed on the bottom enclosure, blower, blower seal, and blower box. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed the device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer powered up the device and confirmed airflow using a known good power supply and power cord. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device. Section h6 were updated in this report.